Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: there was no pump data from the time of the event available for review due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A flow accuracy test was performed and the pump was found to be delivering within specifications. An ezcarb and an ezbg bolus were programmed and manually calculated and confirmed that the pump calculations were functioning appropriately. No delivery related defects were found during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 25.3 to 33.0 mmol/l with no signs or symptoms of hyperglycemia. The pump was reviewed with the reporter and confirmed that the pump basal rate history matched the programmed rates and was correctly reflected in the total daily does history. The reporter also confirmed that the pump boluses were recorded as programmed. During the review, it was determined that the patient was performing manual calculations for the bolus doses incorrectly. The pump prime history also found that the patient did not appear to be priming enough insulin with set changes and the patient may have been reusing the infusion set tubing. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the insulin pump.